Event description:
The event is reported as: unit is overheated and circuit was partially melted. No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at this time. DHR review revealed no issues related to this complaint.